Event description:
It was reported that a patient with a spondylolisthesis of l5 /s1 underwent an unknown spinal procedure, during the procedure while tightening a screw, the tip of the driver broke. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the damages (twist and breakage) of the t27 tip is consistent with combined overloading in torsion and lateral bending applied to the driver during the final tightening of the setscrew.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.